Event description:
Dr. Was going to use fiber for last lase of tissue, he had cleaned the fiber then reinserted the fiber into cystoscope, dr. Fired laser 23 seconds then stopped, noticing that the tip did not move as it had before, as dr. Removed cysto scope and fiber, he notieced that the tip broke off. When fiber was was removed it was noted to be "charred" for about 10 to 12 cm. There was a slight bend at the point where the charring begandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: mechanical problem. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.